Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were getting lost sensors on a sensor. Customer stated that they were also experiencing high blood glucose on (B)(6) 2017. Customer's blood glucose value went up to 400mg/dl. Customer declined to troubleshoot for high readings. The customer stated that the high blood glucose was treated with a manual bolus on the insulin pump. The product was not returned for analysis.